Manufacturer narrative:
The device was returned and evaluated. The alleged condition (inadvertent movement) could not be duplicated during cyclical testing.

Event description:
Alleges user fell out of chair. Alleges chair moves up and down by itself.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Alleges user fell out of chair. Alleges chair moves up and down by itself.